Event description:
N/a.

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected field: e3 a getinge field service engineer (fse) was dispatched to evaluate the unit and found evidence of blood in pneumatic module assembly. No other evidence of blood back was found in the unit. The fse replaced pneumatic module assembly. The device passed all functionality, safety, and calibration checks per manufacturer specifications. Product was returned to customer.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had blood back and catheter erupted during use. There was no patient injury or harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data:h6 (type of investigation).

Event description:
N/a.